Event description:
This pt was offered brca genetic testing by her ob/gyn because her paternal first cousin, who has breast cancer, was found to have a brca1 "mutation". This turns out to be not quite true, but I found that out later. When she was finally referred to me, I found that many mistakes had happened. First, the cousin did not have an actual mutation, she had a "variant of uncertain significance; suspected deleterious" in the brca1 gene. It is likely to be mutation, but not certain. When the doctor tested the pt, he later referred to me, he should have tested her for this specific variant, which is the standard of care. Instead, he tested her using comprehensive sequencing which is far more expensive and unnecessary, which looks for all mutations in both brca1 and brca2. It turned out that she did not have the known variant/likely mutation in the family but yet a different "variant of uncertain significance" in the brca2 gene. This one is truly uncertain, not suspected deleterious. It is also not in the same gene; it is a complete coincidence and unrelated to her cousin's situation. The laboratory offers testing to both parents to try to see which side of the family it comes from, so without even telling the pt why, the doctor -according to the pt- had his nurse call her and say that before they could give her the results, her parents needed to be tested. This is not standard of care, as it's just an offer, not a requirement, and both parents don't need to be tested. If one has it, the other won't. She was upset and no one would give her the results or an explanation or a referral to a genetic counselor. No one explained that she did not have her cousin's "mutation". Once the results came back that her father had the same variant that she did and the doctor did not know what to do with it all he referred her to me, the genetic counselor. He knows I'm available yet, didn't refer her to me from the beginning. Once I had all the info, including her original test request form for the lab, I even discovered that whoever filled out the form had all her family history info on the form incorrect. I drew a pedigree based on that form and when the pt came in for counseling, I checked it with her and she said every entry was wrong. I'm concerned that the doctor's office got everything wrong with this case and that the laboratory is telling doctors offices they can do this process without genetic counselors but they're not teaching them how.